Event description:
The advocate stated that she tested the customer's blood glucose and received a reading of 260 mg/dl using his breeze2 meter. She gave the customer 12 units of insulin based on the reading. Sometime later, the customer felt as is he was going to pass out, so the advocate called paramedics. She tested his blood glucose while waiting for the paramedics and received a reading of 167 mg/dl. The paramedics tested the customer's glucose a few minutes later and received a reading of 30 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer was treated with IV glucose. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer. The meter was also replaced at the advocates insistence.